Manufacturer narrative:
Insulin pump received with missing retainer, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to missing retainer. Pump also received with cracked battery tube threads. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump battery compartment was cracked. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.